Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the patient developed pain and redness in the insertion site while the bd intima ii¿ IV catheter prn adapter was in use, and received 20 ml of magnesium sulfate wet compress and iodophor disinfection per the physician's recommendation. The patient received the same treatments the following two days, and was recommended for a surgical consultation due to the pain, where symptomatic and supportive infusion treatment was given according to the doctor's advice. The following day, the patient's symptoms "subsided significantly". The following information was provided by the initial reporter, translated from chinese: "the patient was admitted on (B)(6) 2022, and was given an indwelling needle at the wrist joint of the right arm for intravenous fluids, which can be indwelled for 3 to 7 days. At 08:50 on (B)(6) 2022, the nurse observed the indwelling site on the back of the patient's right hand, which was red and swollen. The indwelling needle was immediately removed, the indwelling needle was disinfected, and the infusion patch was applied. On (B)(6) 2022, the patient complained of pain and discomfort at the indwelling needle, and was given 20 ml of magnesium sulfate wet compress and iodophor disinfection according to the doctor's advice. On (B)(6) 2022, the patient still complained of pain and discomfort, and continued to be given magnesium sulfate 20 ml wet compress and iodophor disinfection according to the doctor's advice. On (B)(6) 2022, at 9:06 am, the patient still complained of pain and discomfort. According to the doctor's advice, the patient was given 20 ml wet compress of magnesium sulfate and iodophor disinfection. At 16:31 on (B)(6) 2022, the patient still complained of unbearable pain. The doctor in charge requested a surgical consultation and gave symptomatic and supportive infusion treatment according to the doctor's advice. On (B)(6) 2022, the patient's skin showed that the redness and swelling had subsided significantly, and the patient complained that the symptoms had been relieved."

Manufacturer narrative:
H6: investigation summary: in response to the event reported by the facility a device history review was conducted for lot number 0357793. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing, but this lot was treated and received a certificate of conformance for sterility. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the patient developed pain and redness in the insertion site while the bd intima ii¿ IV catheter prn adapter was in use, and received 20 ml of magnesium sulfate wet compress and iodophor disinfection per the physician's recommendation. The patient received the same treatments the following two days, and was recommended for a surgical consultation due to the pain, where symptomatic and supportive infusion treatment was given according to the doctor's advice. The following day, the patient's symptoms "subsided significantly". The following information was provided by the initial reporter, translated from chinese: "the patient was admitted on (B)(6) 2022, and was given an indwelling needle at the wrist joint of the right arm for intravenous fluids, which can be indwelled for 3 to 7 days. At 08:50 on (B)(6) 2022, the nurse observed the indwelling site on the back of the patient's right hand, which was red and swollen. The indwelling needle was immediately removed, the indwelling needle was disinfected, and the infusion patch was applied. On (B)(6) 2022, the patient complained of pain and discomfort at the indwelling needle, and was given 20 ml of magnesium sulfate wet compress and iodophor disinfection according to the doctor's advice. On (B)(6) 2022, the patient still complained of pain and discomfort, and continued to be given magnesium sulfate 20 ml wet compress and iodophor disinfection according to the doctor's advice. On (B)(6) 2022, at 9:06 am, the patient still complained of pain and discomfort. According to the doctor's advice, the patient was given 20 ml wet compress of magnesium sulfate and iodophor disinfection. At 16:31 on (B)(6) 2022, the patient still complained of unbearable pain. The doctor in charge requested a surgical consultation and gave symptomatic and supportive infusion treatment according to the doctor's advice. On (B)(6) 2022, the patient's skin showed that the redness and swelling had subsided significantly, and the patient complained that the symptoms had been relieved."